Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed november 7, 2013.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.